Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome blade did not seem to change height when the dial was turned. It produced a jagged cut. It made a strange noise while the blade was attached but sounded normal without the blade. There was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. The reported cutting issue could not be replicated; no problem found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b4, b5, d1, d2, d4, d9, g2, g3, g4, g6, h1, h2, h6, h8, h10. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery while harvesting the skin the air dermatome blade did not seem to change height when the dial was turned. It did not cleanly take the skin, producing a jagged cut. The dermatome made a strange noise while the blade was attached but sounded normal without the blade. A hand knife was used to complete the procedure. There was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction. An additional skin graft was required from the patient. No additional event information available.